Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed by a radiologist. All of the images demonstrate an anatomically aligned total hip arthroplasty without dislocation. The acetabular cup appears to demonstrate increased anterior inclination in which the posterior rim of the cup is set at a level which is inferior to the anterior rim of the cup. This could potentially predispose the femoral head component to displaced/dislocated anterior to the acetabular cup. The hardware and bones appear intact without fracture with no periprosthetic lucency detected. The right total hip arthroplasty appears grossly unremarkable. Overall fit appears normal. The requested angle measurements can not be performed. No signs of loosening, wear, radiolucency, or other contributing factors. No dislocation at the time of imaging. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent a left hip arthroplasty approximately two years ago. Subsequently, the patient is being considered for a revision due to dislocation. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D10 - associated products: g7 vit e neutral lnr 36mm d; item# 30103604; lot# 64780117. G7 pps ltd acet shell 50d; item# 010000662; lot# 6886707. G7 screw 6.5mm x 30mm; item# 010000999; lot# 6825839. Echo por fem red lat nc 10x130; item# 192510; lot# 827220. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.